Manufacturer narrative:
Approximate age of device: 3 days. The device is expected to be returned for analysis. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient was switched from the primary system controller to the backup system controller the pump did not start. The perfusionist reported that the system controller was programed to the patient's settings, one power cable was plugged in, and the driveline was fully engaged and locked. The patient was placed back on the primary system controller. The patient was reported to be asymptomatic during the event.